Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit auto-cycling. The customer reported calibrating the fcv (flow control valve) characterization, but the issue was not resolved. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.